Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2007: initiated in-center hemodialysis (hd). On (B)(6) 2011- adverse intradialytic symptoms documented that the pt's (pt) blood pressure (b/p) "goes low most times." On (B)(6) 2011: clinic hd start time: 12:00, pre b/p = 129/77 sitting- pt was unable to stand, temperature = 98.5, pulse = 80 and regular respirations = 17. The pt was checked at 12:34, 13:00, 13:30, 14:02 and 14:30. The pt was alert and resting comfortably. At 14:40: the pt was "not looking ok". The pt was given 800ml of normal saline, her blood was returned and oxygen was administered. B/p = 105/52, pulse =123 (irregular), pt received two shocks prior to paramedics arriving. The pt expired at the hospital. On (B)(6) 2011: department of health and human service form (B)(4), end stage renal disease death notice notification signed by primary care nephrologist: primary cause of death coded "29" (cardiac arrest, cause unknown).

Manufacturer narrative:
The alleged info received indicated the pt experienced a cardiovascular event and subsequently expired on (B)(6) 2011. A system level investigation is being performed to include all concomitant fresenius products being used at the time of the event. At this time, the investigation and evaluation are ongoing. Medical records were provided and reviewed by the post market clinical specialist. Based on the medical records provided, a causal relationship between the alleged use of granuflo and the pt's death could not be made. As documented by the clinic physician, the pt experienced cardiac arrest (cause unknown). Though requested, a death certificate and/or autopsy results were not provided. Additionally, no product has been returned; therefore, no conclusion can be drawn at this time. The plant has been notified of the event, including the date of the event and the facilities where treatment was received prior to the reported event. Results of the plant investigation are pending. Upon final review by the physician of the medical records received and completion of the plant investigation, a follow up report will be submitted. A manufacturer report numbers: 1225714-2013-00269, 1225714-2013-00270, 2937457-2013-00105, 1713747-2013-00283, 8030665-2013-00479, 1713747-2013-99919.